Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia(heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1, multigravida and bleeding menstrual heavy. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced fatigue ("fatigue"). In 2013, the patient was found to have weight increased ("weight gain"). In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea(cramping)") and migraine ("headaches / migraines / headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia(painful sexual intercourse)"), abdominal pain ("abdominal pain"), pelvic adhesions ("pelvic adhesions"), mood altered ("hormonal changes describe: moody ,") and hot flush ("hormonal changes describe: ,hot flash"). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, migraine, pelvic adhesions, fatigue, weight increased, mood altered and hot flush outcome was unknown and the menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, hot flush, menorrhagia, migraine, mood altered, pelvic adhesions, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, other injuries/sympt.. Date(s) of insertion: (B)(6) 2012 (as per pfs discrepancy noted) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: pfs received: events hormonal changes describe: moody, hot flash were added. Concomitant drug, events onset date added. Event bleeding, cramping outcome added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia(heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1 and multigravida. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), abdominal pain ("abdominal pain"), migraine ("headaches / migraines / headaches"), pelvic adhesions ("pelvic adhesions") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, migraine, pelvic adhesions, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic adhesions, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, other injuries/symptom.. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test (unspecified) result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: new events (vaginal bleeding and fatigue), lab test, event headache update to migraines headaches, new reporters and patient height updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia(heavy menstrual bleeding)."), headache ("headaches") and pelvic adhesions ("pelvic adhesions"). The patient was treated with surgery (hyst.(full), salpingectomy bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, headache and pelvic adhesions outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, pelvic adhesions and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, other injuries/sympt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: previously reported event injury was deleted and was updated to new events. Following events were added : dysmennorhea(cramping), dyspareunia(painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), headaches, pelvic adhesions. Reporter information added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.